Event description:
It was observed that during the device evaluation, the laparoscope exhibited fiber bonding in the outer tube area in the distal end was damaged, the charged coupled device was broken, and the resolution was inadequate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device was broken and therefore the resolution was inadequate. In regard to the other identified malfunctions, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.